Manufacturer narrative:
The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. There were no alarms in the current black box that related to the alleged issue. A load step malfunction was not duplicated. The pump's force sensor passed a calibration check.